Event description:
It was reported that the device was used during an unknown procedure. The device stapled but would not cut. There was no patient consequence. Another device was used to complete the case.